Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips were replaced and requested for return; however, the patient was not able to return the test strips since they were no longer available. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue began 2 weeks ago in the evening prior to contacting lfs. The patient informed the cca that she manages her diabetes with insulin (no adjustment). Despite the alleged issue, the patient did not take any action regarding her diabetes regimen. The patient reported having symptoms of blurry vision at least 3-3 ½ hours later, but denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, the test strips were in good condition, and the patient's testing procedure was correct. The alleged error 5 message was resolved through a blood retest. Replacement products were still sent to the patient. Based on the information provided, this complaint is being reported because, the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.